Event description:
The customer reported that the system displayed an iris potentiometer error upon boot up and the collimator iris would not open when attempting to perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A collimator calibration was performed. The system was tested and found to be working as intended and put back into service.